Event description:
It was reported that device diagnostic testing resulted in high impedance. The neurologist programmed the patient's device to off and sent the patient for x-rays. The patient¿s mother denied any trauma or manipulation that could have cause or contributed to the high impedance reading. The patient was referred to surgeon. Further follow-up revealed that diagnostic testing with the surgeon was within normal limits. Device diagnostic testing with the patient at several different positions was also within normal limits. The device output was increased and the diagnostic testing again revealed high impedance. The surgeon then decided that revision surgery should be performed. X-rays reviewed by device manufacturer revealed that the connector pin did not appear to be fully inserted inside the connector block. A portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of micro-fractures in the lead can also not be ruled out. Further follow-up revealed that the patient underwent revision surgery on (B)(6) 2013 at which time the lead pin was disconnected from the generator header and then reinserted. Device diagnostics were run and were within normal limits. No device replacement was required.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Review of the lead and generator device history records confirmed all quality tests were passed prior to distribution.

Event description:
Programming history was later reviewed and confirmed that high impedance was observed in the neurologist's office.